Event description:
Physician reported pt developed staph infection following use of laminaria (5days). Dr could not confirm that device caused infection. Physician sent medwatch report to MFR on friday 14 july after normal hours.